Event description:
Caller reported damage to pump housing, affecting the ability to charge the pump, but the pump did not shut down due to this issue. There was no adverse impact to the customer. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.